Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because it did not meet physician's expectations regard to longevity. The device was implanted less than three years.